Manufacturer narrative:
C-arm recalibrated; returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the beampropeller motor power error caused intermittent positioning failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.